Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 4 years and 5 months after implant placement. The patient's x-ray was provided. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. Bone resorption and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.